Manufacturer narrative:
(B)(4). Yielded jaw the analysis results found that the er320 device was returned with the jaws yielded and misaligned. One malformen clip was returned in a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed 3 scissored and 2 conforming clips. Possible causes for the jaw condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure one stapler was stuck during the second firing process and another one was unable to fire in the first place. No patient consequences reported.